Event description:
A malfunction was reported on a pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose, and they acknowledged and understood these instructions.